Manufacturer narrative:
The insert was returned for eval and it is about four yrs old with signs of long usage. The distal end was bent with the jaw broken off in one whole piece. The breakage of this insert is consistent with damage caused by mechanical overload.